Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose issues. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting was declined by customer and would only like a new pump. The customer declined to return the product for analysis.